Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine 20 mg/ml at a dose of 11.5 mg/day via an implantable pump. It was reported that the patient came for a regular refill procedure on (B)(6) 2020, and interrogation of the pump showed that there was an active motor stall for more than 1092 hours. It was noted that the patient did not have withdrawal symptoms or pain, and the pump had no acoustic alarm. It was also noted that the patient had an MRI (magnetic resonance imaging) on (B)(6) 2020 and no telemetry was performed after the MRI. The doctor filled the pump, and per interrogation the expected volume was 3.7 ml, and the effective volume was 4.5 ml. After the refill procedure, the pump showed in the log files that the motor stall was recovered that day ((B)(6) 2020). The session reports from the initial interrogation and after updating the pump with the logs was provided and showed the motor stall that occurred on (B)(6) 2020 due to the MRI along with the motor stall recovery once the interrogation and programming performed were on (B)(6) 2020. At the time of the report the pump remained implanted and in use with no surgical intervention taken/plan ned, and the issue was resolved with a patient status of alive without injury. No complications were reported/anticipated.